Event description:
It was reported that a malfunction alarm with code 16 occurred on a customer's pump, but there was no reported adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections to ensure continuous insulin delivery. Technical support confirmed the pump was under warranty and arranged for a replacement, instructing the customer on how to store the malfunctioning pump before returning it using a pre-paid label.